Event description:
The customer reported that an anti-fy(a) was missed in antibody screening test on tango. The customer also reported that the anti-fy(a) was picked up in the ortho gel technique with a 1+ positive reaction. The patient sample that had caused the false negative test result was sent to us for quality control, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the sample with the retained sample of anti-human globulin anti-igg solidscreen ii and the affected lot of biotestcell 3. The fy(a) homozygous positive screening cell reacted with a +/- reaction, while the fy(a) heterozygous positive screening cell reacted negatively. Furthermore the affected reagents were tested with weak anti-fy(a). All positive and negative reactions were correct. We did not observe any false negative reactions. The sample with the anti-fy(a) was also tested using the gel method with two different screening cell panels. Only in one case a +/- reaction was yielded, all other reactions were negative. Furthermore the patient sample was tested using the tube technique with biotestcell 3 and the enhancement medium polyethylene-glycol (peg). In this test the fy(a) homozygous and the fy(a) heterozygous screening cells reacted positively. Our tests confirm the antibody's weakness. For the detection of weak antibodies there is a hint in the instruction for use: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies." Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The tango optimo in question was inspected with no indication for any malfunctions.

Manufacturer narrative:
This is our combined initial and final report on this incident.